Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed on 03/14/2018 stating that this lead exhibited a high pace impedance that was out of range. An automatic safety switch from bipolar to unipolar occurred on (B)(6) 2018 due to rv pace impedance that measures greater that 2000 ohms. The physician was dr.(B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).